Event description:
Gentiva health services reported through medwatch that a homecare pt reported "feeling diaphoretic (sweaty) and short of breath." Pt stated that pt noticed pt's shirt feeling wet so pt changed pt's extension tubing. Pt stated that pt continued to feel poorly and noticed pt's shirt getting wet again. Pt stated that pt "panicked and called 911". Pt reported that emt's took pt to the local ER where the rn "noticed that there was a crack in the clave". Clave was changed in the ER and pt states pt began to feel better immediately. Pt denies any further problems. Pt was released to home." No lab tests or treatments were reported as part of this incident. Pt had an IV central line and received continuous infusion of flolan.... Adverse effects of the drug include flushing, sweating, headache, nausea, hypotension. Malfunctions in a steady drug delivery, either up or down, can result in adverse symptoms.